Event description:
No additional information received from customer.

Manufacturer narrative:
Additional information is being submitted for h4- manufacturing date was updated per complaint. Correction, g1 contact office email.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the 26 fr. Outer sheath¿s ceramic ring at the distal end is torn and has come off. The event occurred during set up / inspection for use (during set up in room / before patient in room). There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Additional information, d9, h4. The device was returned to olympus for inspection and the reported failure was confirmed. The following reportable malfunctions were identified during the device evaluation: the ceramic tip was broken off based on the results of the investigation, it is likely the following led to the malfunction: component failure due to stress problem. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.